Event description:
It was reported that the artificial urinary sphincter (aus) stopped working and patient experienced recurring incontinence. A surgical procedure was performed to replace the system. There were no patient complications.